Manufacturer narrative:
The returned device was evaluated and no blood was observed on the device. There were no damages or defects found on the formed needle that would contribute to the reported bleeding/bruising. The exposed portion of the soft cannula was observed to be kinked. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level rose to 288 mg/dl. As treatment, the patient applied a new pod. The patient experienced some bleeding at the insertion site once the pod was removed.